Event description:
It was reported that the reload performed as expected on the third firing of a gastric sleeve. When the scrub tech removed the reload from the powered echelon the reload came apart. Procedure was completed with no adverse patient consequences.

Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60b reload was received fully fired, with the pan detached from the cartridge. In addition, the returned reload was inspected under magnification verify the condition of the reload and no anomalies were noted; no damage on deck was found. No conclusion could be reached on what caused the pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the reload performed as expected. There was no report of anything left in the patient. They did not note any issues until the reload was being changed. When it was removed, the metal bottom separated from the stapler.